Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/19/2010, 05/20/2010, and 06/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4)

Event description:
Adverse event(s): "experiencing issues" (no info). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A tech reported a pt experiencing "issues" following bilateral intraocular lens (iol) implant surgeries. Additional info has been requested. There are two medical device reports associated with this event; this report is for the left eye.